Manufacturer narrative:
The customer¿s meter and 1 test strip were returned for investigation. The test strip was measured with the returned meter with liquid control solution of a high level. The obtained results were in the allowed range. No error messages occurred during investigation. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.9 inr. The result alleged by the customer was observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a stago reagent. The meter result was 4.3 inr at 8:39 am. The laboratory result was 3.2 inr at 9:00 am. The customer¿s warfarin dosage was adjusted based on the laboratory result, which was believed to be correct. The customer¿s therapeutic range is 2.5-3.5 inr.